Event description:
On (B)(6) 2017, I went to (B)(6) to do my shopping and as I enter the store and went through the metal detector. I got the shock of my life. I have a bladder stimulator. I believe I've had 2 years this month (B)(6). I've been going to (B)(6) before and would feel a small shock from the metal detector. But on this particular day, the shock was really bad and caused me a lot of pain. Up until this day, I have been taking prescription pain medication to ease the pain with no relief. The simulator has stop working. I have tried to adjust my setting with the remote, but can't because if I adjust it, the pain gets worse. I have contacted (B)(6) by email today to inform them as to what happened. I waited this late, thinking it would get better. Like I said before, I'm a regular customer at (B)(6) and have felt small shocks or sensations from there metal detector before, but not to this extinct that my machine would stop working like it has now. I have an appt (B)(6) to see the dr that over sees my bladder stimulator. I just don't know what to do now or what to expect.